Event description:
Device 5 of 5 reference MFR. Report#: 1627487-2018-13379, 3006705815-2018-03452, 3006705815-2018-03453, 1627487-2018-13380. It was reported that the patient's scs system was explanted due to infection.

Manufacturer narrative:
Patient weight added.

Event description:
Device 5 of 5: MFR. Reference report#: 1627487-2018-13379, 3006705815-2018-03452, 3006705815-2018-03453, 1627487-2018-13380.